Event description:
It was reported that, two to three weeks prior to report, the patient had a surgery to replace a kinked catheter because he wasn¿t getting any medication. It was stated that the patient¿s pain relief wasn¿t working very well. About two weeks prior to report, the patient met with a healthcare professional to have an increase of the dose. It was also noted that the patient¿s trial had worked great. The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).